Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error twice, change sensor, and sensor end. Customer's sensor glucose reading was 54 mg/dl but her blood glucose level was 168 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The insulin pump went into threshold suspend. The customer noticed bent cannulas on previous sensors. The device was not returned.